Event description:
It was reported to vyaire medical that the bellvista1000 us had 401 - inspiration valve or device leaky happened prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows alarm 401 triggered 20x times between 31mar2023 and 03jul2023. Performed insp valve test - error 3 occurred 146x times between 31mar2023 and 03jul2023. The inspiration valve tightness test also got failed and per functional block screenshot - flow inspiration is showing 207 l/min. It was found that insp valve nt kit is faulty and needs to be replaced. Vyaire initiated insp valve nt kit for replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. As a resolution, vyaire customer service (cs) team shipped new insp valve nt kit under warranty.